Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system experienced a rotation issue with two 30 degree endoscopes (endoscope serial (B)(4) and endoscope serial(B)(4) ). The surgeon initially stated that the endoscope horizon was behaving strangely after sometime. The customer stated that the image rotated but the endoscope did not. The customer reseated the endoscope, but the issue still persisted. The customer replaced the endoscope but the issue continued. The surgeon decided to convert to laparoscopic surgery in order to finish the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system log and identified error 22020. An isi tse asked the customer if the manual rotation is working and the customer confirmed that manual rotation was not always smooth and sometimes made a squeaking noise. An isi tse advised the customer to return both endoscopes together with the arm drape that held the endoscopes. The procedure was completed laparoscopically with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information on 19-sept-2022: the reported issue occurred after almost 120 minutes. The 2nd 30 degree endoscope was plugged in and this endoscope problem occurred directly. Both endoscopes were returned for isi evaluation. The procedure was completed laparoscopically, and the robot part was already finished when converted to laparoscopy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscope had error 5831 which stated as endoscope adaptor (aea) friction issue and error 5871 stated as visible light through the cable jacket. A review of the site's complaint history revealed patient identifier 532790 was created to capture endoscope issue with serial# (B)(4) related to this complaint. No image or video was available for review. A review of the instrument log for the 30 degree endoscope (part number 470057-05/lot number sf2005129) associated with this event has been performed. Per logs, the endoscope was last used in a procedure on (B)(6) 2022 via system sk0632. The alleged endoscope had 1966 uses remaining after last procedural use. This complaint is reportable malfunction event due to the following: the surgeon converted the procedure to laparoscopy after the start of the procedure due to a reoccurring endoscope issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.